Event description:
.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the bleeding controlled? Na. How much blood loss? No blood loss. Did the patient require a blood transfusion? No patient impact. How was the patient impacted? No impact to the patient. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. What color cartridge was being used? Gold loads. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No other details.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.